Event description:
Per the clinic, the implant and magnet were explanted (specific date not reported) due to unspecific medical reason. Subsequently, the patient underwent revision surgery on (B)(6) 2025, in order to transition the patient to a transcutaneous osia implant system.